Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-dec-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint device was received loose in the original folding carton. During a visual inspection, the device was inspected under magnification. The complaint device was received with the plunger rod advanced. Viscoelastic residue was distributed through the length of the cartridge and stress marks were on the cartridge tip and cartridge however the marks were in specification for a used device. The lens module was inspected and presented with no viscoelastic residue or damage. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. No lens was received for evaluation. Complaint issues "haptic detached" and "use error" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issues reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-6b date explanted: unknown/asked information unavailable. Section h3 device evaluation anticipated, but not yet begun. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The insertion rod of pre-loaded dcb00 model intraocular lens (iol) was reported to have cut-off the trailing haptic due to operator error. The lens was still implanted in the patient's eye. The doctor is considering explanting the lens at a future date. There were no complications. Patient was reported doing well. The cartridge is being returned. No further information is available.